Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump battery could not be charged. Additionally, it was reported that the battery gauge was fluctuating. It was also reported that the usb port was warm to the touch despite being in room-temperature conditions. Reportedly, the pump was charging during the reported event. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was in 110-140 mg/dl range.

Manufacturer narrative:
The failure investigation has been completed and the alleged battery not charging issue was verified; however, based on the analysis, the alleged battery (incorrectly displayed) and usb port (hot to touch) issues could not be verified.